Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event occurred on an unknown date involving a transpac® it w/ safeset¿ reservoir, red stripe tubing and needless valve where it was reported that the tubing spontaneously separated from blood conservation reservoir at a manufacturer-bonded joint the events were noted during use on patient. No medication was being used with the products. There was patient involvement however no report of any patient harm as a result of the event.